Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl [100.0 mcg/ml] at a dose of 125.20 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was indicated that the pump was also used to deliver baclofen, dilaudid, and morphine all at unknown concentrations and doses in the past. It was reported on (B)(6) 2017 that the pump had never really worked for the patient. It was indicated that the patient confirmed that the pump had not worked to manage the patient¿s pain as the patient wanted since the pump was implanted. It was stated that the pump had never worked the way the patient thought it should and the patient got ¿maybe 20%¿ relief from pain. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient had the pump replaced on (B)(6) 2011 and that the patient had not had good pain relief. It was indicated that the current status of the pump was that it was explanted and replaced in 2011. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-26. It was indicated that the patient's weight was maybe around "230 or so." It was related that the main reason the patient tried the pump was because they had scoliosis and that the patient's spine was fused with a harrington rod in 1978 when the patient was (B)(6). It was noted that they tried everything including chiropractors, massage, and braces but the patient's spine continued to curve with pain. It was indicated that the patient had many complications after the fusion with the rod and that at one point the doctor wanted to remove it but did not. It was stated that then 13 years after the rod started to move the doctors removed it as it was "not good" but had great difficulty getting it out and had to cut it in half. It was stated that the patient had hoped that the pump would have worked better for them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.